Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: a review of the pump¿s black box revealed evidence of a short batter life illustrated with unusual drastic voltage drops leading to a cs 177 warning and a cs 128 alarm. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly and all currents draw were above specification. The reported ¿short battery life¿ complaint was duplicated during investigation. The pump¿s cover was removed and there was intermittent condition found to the continuous glucose monitor due to moisture corrosion to the inter-board gold pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).